Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b5.

Event description:
The issue occurred during a diagnostic procedure, the intended procedure was completed with a similar device, the patient was under general anesthesia and there was a short delay because a replacement endoscope had to be fetched (the delay time unclear).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged video cable could not be determined. It is possible that cable pins of the connector were too small for shield cables, which may have made the soldering joints of shield group too weak to withstand the forces within cable, the sealing compound within the connector did not seal the soldering joints and bare cable contacts completely against steam and caused corrosion on the soldering joints and bare cables, cables and soldering joints were under stress during the manufacturing process and led to premature damages of the soldering joints, soldering process may not have been up to date; new guidelines for soldering process are available and improve soldering stability. The light intensity issue of the cable unit may have been caused by light fibers that were broken down by age-related wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the reported stripes in the picture could not be reproduced. The device evaluation found that the video cable was broken and therefore the image was green. Additional findings include the following: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken and therefore the light transmission is not given or too low, and the protector of the video cable section was overstressed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii had stripes in the picture. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the video cable was broken and therefore the image was green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.